Event description:
The surgeon was performing a surgery (knee arthroscopy) using a versapulse select 45w laser with versatip 30 degrees and versalink fiber. The fiber came loose from the hand piece and burned the surgeon's hand. Surgeon reports one area of the burn is third degree.